Event description:
Tech reported he was performing conductivity calibration on a system 1000 and the device gave a conductivity alarm. The tech then noticed the device was set on the incorrect dialysate proportioning ratio for the facility. There was no pt injury or medical intervention associated with this incident per tech.